Event description:
I had lasik to correct near-sightedness, and although I can see well since the surgery, I do have very diminished night vision, very dry eyes, and sometimes have difficulty in focusing on things. This is much more pronounced when my eyes feel dry. If I try to read for any length of time, my eyes dry out a lot, and it's hard to focus on far away objects after that. Before the surgery, I was able to read for hours, and not have this problem. I do wish now, that I had not done the surgery, but it's too late.